Event description:
It was reported to philips that the machine failed to switch on due to defective dcps on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pd.scomp.dcps_24v_12v_5v and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).